Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was received partially deployed with its plunger, vessel locator wings (vlw), thumb advancer and delivery tube all fully distally deployed. However the garage tube was proximally displaced over the pusher tube exposing the carrier tube and clip. The pusher tube was not in the deployed position. The sheath was partially slit and its distal end was damaged and in contact with the deployed vlw which were slightly bent. The clip was captured on the distal end of the device and displaced from its properly loaded position on the carrier tube. Internally the garage block was proximally displaced against the pusher tube block preventing pusher tube deployment. There was no detected internal component damage. During testing, the device was disassembled, cleaned and reset for redeployment testing which required the removal of the clip. The test was successful with complete redeployment of the device occurring, less the removed clip, with no detected deployment anomaly. The displaced garage block failure occurs when the thumb advancer is advanced against resistance due to radial sheath constriction. Deployment of the thumb advancer against resistance is warned against in the instructions for use (IFU): do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. A possible cause for radial sheath constriction is a tight tissue tract due to an insufficient nick and spread or anatomical features. There was however no anatomical or event information supplied that may have contributed to the reported incident and observed device condition. During manufacturing and at final inspection, devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. Based on the investigation findings, there is no product lot quality deficiency. The reported complaint of the device failing to deploy is confirmed. However the probable cause for the event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there are no other related incidents for this lot.

Event description:
It was initially reported that the suture snapped and hemostasis was achieved using a proglide device. However, reportedly, the starclose se device failed to deploy. It is unknown how hemostasis was achieved.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the suture snapped. Initially manual arterial pressure was held, then a new proglide device was obtained and used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was a 20 to 30 minute clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).